Event description:
No additional patient or event information has been received since the last report was submitted on 04nov2019.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable investigation - evaluation: reviews of manufacturing instructions, specifications, and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed on the complaint device; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. No lot number was provided, therefore; a review of the device history record cannot be completed at this time. If new information becomes available, the complaint record will be updated. As no lot number was available, a search into component non-conformances and complaints with an associated lot number was not possible. Therefore, there is not sufficient evidence indicating that nonconforming product exists in house or in the field. No lot number was provided, therefore; a trackwise search for associated complaints for this failure mode could not be performed. If new information becomes available, the complaint will be updated. An additional complaint search for catalog number k-j-sppe-681210-et found where the same customer submitted a complaint for the detachment of the echotip band from the transfer catheter.(reference MDR # 1820334-2018-01506) it is unknown if the complaint device for this complaint is related to the other complaint as no lot number is available for this complaint. As no other complaints have been received involving the detachment of the echotip band involving catalog number k-j-sppe-681210-et since receiving MDR # 1820334-2018-01506 and with the current inspection controls in place, it is likely that the two complaint device are related. As such, the device failure analysis associated with MDR # 1820334-2018-01506 will be referenced. MDR # 1820334-2018-01506: the customer returned 117 devices associated with MDR # 1820334-2018-01506. Of the total returned devices, two devices were confirmed to have the echo tip band detach when minimal pressure was applied. The remaining 115 complaint devices were found to have the echo tip bands securely attached. Investigation into the returned product did determine that the catheter tubing for the two devices where the echo tip band detached when minimal pressure was applied were not within material specification; however, this raw material was inspected per a sampling plan inspection and not at 100% frequency. It is possible that these units were not part of the inspection sampling. Today, finished quality control measures the catheter tubing to ensure it meets specification at 100% frequency. The most likely cause could not be established based on the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: risk manager. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a trial run embryo transfer procedure using a soft-pass echotip embryo transfer catheter set, the echo tip of the catheter detached while pulling the inner catheter, and it was left in the patient's uterus. The physician stopped the procedure. The tip remained in the patient's uterus, and the patient was sent home to let it leave the uterus naturally. It was confirmed on (B)(6) 2019 that the device piece has passed naturally. The patient will need to have another procedure performed for another embryo transfer attempt during the next cycle. The embryo was frozen until then. No adverse events have been reported as a result of the alleged malfunction.